Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. Unit passed the displacement accuracy test, rewind test, prime/seating test, basic occlusion test and force sensor test. During download on 03/12/2026 at 23:51:47.000 hour a pump error 63 was recorded. File number=2017 line number=147. Per software engineering log investigation pump error 63 was cause by twi interface on main/motor processor. Problem isolated to electronic assemblies. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), and battery tube threads - cracked in conclusion, customer concerns are unable to be confirmed of high bgs. Unit was tested successfully. However, pump error 63 noted in download history review. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer reported hyperglycemia treated with insulin pump. The event involved product mmt-1884l, mmt-7040a, mmt-397a and mmt-332a. Troubleshooting was not performed. No further patient complications were reported. The customer discontinued using the device. Mmt-1884l was requested and it was returned for analysis. No product return required for mmt-7040a, mmt-397a and mmt-332a.